Manufacturer narrative:
Concomitant medical products: etlw1613c93e stent graft, implanted (B)(6) 2016; esbf3614c103e stent graft, implanted (B)(6) 2016; etlw1610c156e stent graft, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "sometimes my heart rate goes down to twenty four and it takes fifteen to twenty seconds to increase to sixty, rate sets on my pacer, is it normal?". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.